Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. The pump was reset to resolve the issue. The customer¿s blood glucose was 105(mg/dl).